Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 492 mg/dl. Customer stated the insulin pump alarmed insulin flow blocked during fill tubing. Customer had given himself treatment already. The insulin pump will be returned for analysis.